Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic gastric bypass, the surgeon was able to press the green button but the stapler was not able to fire. Another reload was used to complete the case. There was no patient injury.